Event description:
Drug/diluent: not applicable, fill volume: not applicable, flow rate: not applicable, procedure: left rcr (performed at (B)(6)), cathplace: interscalene catheter. Received a call from the e.r physician at(B)(6) hospital, regarding a pt with a interscalene nerve catheter. The pt had surgery at (B)(6) and was told to remove her catheter on (B)(6) 2012. The pt had tried to remove her catheter this morning at home. She met resistance trying to remove it, so she decided to cut the catheter at the skin. She proceeded to go to (B)(6)'s e.r. To have them help remove the catheter. The e.r. Physician got in touch with the anesthesiologist at (B)(6), to have him remove the catheter. The pt was instructed by the e.r. Physician to meet the anesthesiologist at (B)(6). Per additional info received via e-mail on (B)(6) 2012: the pt had the wire removed on (B)(6) and discharged the same day. Doctor followed up with the pt on (B)(6) 2012, and she was doing well with no complications. The catheter was used with an on-q pump. Model: cb004, lot: unk, catalog: 101347200.

Manufacturer narrative:
Method: the sample is not available for return as it was discarded. As no lot number was reported, the device history record and lot history cannot be reviewed. Results: it is unk if the catheter used was an I-flow product. Conclusions: no conclusions can be drawn as no sample is not available for return. The dfu (1307112, rev.a) for an I-flow catheters status: the directions for use (dfu) (1307112, rev. A) provide cautions and directions on catheter removal if resistance is encountered. The directions for use states, "if resistance is encountered or catheter stretches, stop. Continued pulling could break the catheter. It's advisable to wait 30 to 60 mins and try again. The pt's body movement may relieve the catheter to allow easier removal. Do not cut or forcefully remove the catheter. It also contains a caution of "do not cut or forcefully remove catheter." I-flow has also prepared a technical bulletin (1303971, rev. B) in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." It was reported that the pt "cut" the catheter at the skin, therefore, user error contributed to the event. Info from this incident has been included in our product complaint and MDR trend reporting sys.